Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a connector tego¿, was found to be occluded during patient use. It was stated that the product had damage to the silicone covering it. The problem was noticed by the care team during the patency check of the catheter, lines, and connectors, where it became clear that the syringe did not fit into the connector. It was informed that the silicone was intact, but when experimenting with other syringes and checking the connection, the silicone broke. There was no patient harm reported.

Manufacturer narrative:
Received one used tego connector for inspection. As received, there was excessive seal tearing found on the tego. The tego was accessed with a male luer and the fluid path was found to be occluded due to the seal collapse. The reported complaint of the damage to the silicone can be confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review and relevant commodities were reviewed; wrong silicone was used. Corrective and preventative actions are in process.